Manufacturer narrative:
The suspect device was not returned for further evaluation; therefore a definitive root cause could not be determined and corrective or preventive action is not indicated at this time. However, the customer stated that it seemed that the batteries in the sprint pack failed rather than the unit itself. The customer then confirmed that the problem had been resolved by replacing sprintpack and batteries, as the batteries, not the power manager, were defective. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the lap top ventilator failed while on a patient. Furthermore, the patient was removed from the ventilator and there was no patient harm associated with the event.